Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. Product ID: bi71000222r. Product ID: bi71000860r. Product ID: bi71000375. Product ID: bi71000391. Product ID: bi71000225r. Product ID: bi71000861r. Product ID: bi71000162r. Product ID: bi71000450. Product ID: bi71000390. Product ID: bi71000576r. Product ID: bi71000394. Product ID: bi71000690. Product ID: bi71000163r. Product ID: bi71000230r. Product ID: bi71000163rproduct ID: bi71000163r. Product ID: bi71000398. Product ID: bi71000175r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system produced a loud popping noise during a 3d spin. Shortly after, smoke was seen emanating from within the system, and it smelled electrical. The system also lost power and was unable to be turned back on. An emergency open was attempted, but could not be done successfully, as the rachet nut was completely stuck. As a result, the gantry was moved to the end of the bed and the surgery continued with the ias out of the way. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and confirmed system would not turn on, found defective starter board, ibgt's (insulated gate bipolar transistor), power tray, power enclosure, coil, battery trays, charging enclosure and cables. Ordered parts. Replaced above components according to service manual and during testing found issue with inverter and door winch and door switch assembly. Ordered parts. Replaced parts according to service manual and continued testing, during testing received generator errors during calibrations. Replaced x-ray tube and generator control board according to service manual. Continued testing getting errors during tube calibration. Ordered parts. Replaced hv (high voltage) tank according to service manual, and completed generator calibrations. Completed image testing according to service manual and completed system checkout. Returned to service. Additional info: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000468 , serial/lot #: -, ubd: , UDI#:, product ID:bi71000442, serial/lot #: -, ubd: , UDI#:, product ID:bi71000273, serial/lot #: -, ubd: , UDI#:, product ID:bi71000429, serial/lot #: -, ubd: , UDI#:, product ID:bi71000208, serial/lot #: -, ubd: , UDI#:, product ID:bi71000901, serial/lot #: -, ubd: , UDI#:, product ID:bi71000542, serial/lot #: -, ubd: , UDI#:, product ID:bi71000167, serial/lot #: -, ubd: , UDI#:, product ID:bi71000469, serial/lot #: -, ubd: , UDI#:, product ID:bi71000416, serial/lot #: -, ubd: , UDI#:, product ID: bi71000469, serial/lot #: -, ubd: , UDI#:, product ID:bi71000542, serial/lot #: -, ubd: , UDI#:, product ID:bi71000542, serial/lot #: -, ubd: , UDI#:, product ID:bi71000542, serial/lot #: -, ubd: , UDI#:, product ID:bi71000542, serial/lot #: -, ubd: , UDI#:, product ID:bi71000222r, serial/lot #: -, ubd: , UDI#:, removed returned unused product from initial rr: product ID: bi71000192, serial/lot #: -, ubd: , UDI#:, product ID:bi71000222r, serial/lot #: -, ubd: , UDI#:, product ID: bi71000225r, serial/lot #: -, ubd: , UDI#:, product ID:bi71000450, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.